Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file fse found there is an issue within the frontal ippc. Upon testing, fse identified the cause of the problem was an hdd (hard disk drive) dock failure. The cause of the x-ray failed determined by the supplier's part analysis as it show the failure component of legacy dimm and cmos battery. To resolve the issue, fse replaced hdd (hard disk drive). After replacement of the hdd (hard disk drive), the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, and the user dose not check the hard disk drive storage before using it properly, that's the issue happened. The user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform x-rays. The system was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.